Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Event description:
The patient¿s attorney alleged a deficiency against the device. Per additional information received, the patient has experienced infection, urinary problems, bowel problems, recurrence, and dyspareunia, ongoing pelvic pain, mesh issues, pelvic organ prolapse, mesh protrusion, foreign body exposure, splinting with voiding, pressure and discomfort, fecal incontinence, mild atrophy, mesh exposure along posterior vaginal wall, pain and erosion at site of previously placed posterior vaginal mesh, rim adhesions, vaginal pain and numbness, urine stream spraying all over the place, at the end of the urine stream some urine comes out that she cannot feel come out, perineal mass, pelvic muscle spasms, overactive bladder, voiding dysfunction, bladder muscle dysfunction, recurrent vaginal vault prolapse after hysterectomy, occult and recurrent stress incontinence, irritable bladder, nocturia, frequent urination, urgency, urge-related incontinence, leakage, atrophic vaginitis, recurrent cystocele, recurrent rectocele, hypermobile urethra, pelvic adhesive disease and required multiple surgical and nonsurgical interventions.